Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had the main arm cannot communicate with the motor arm alarm. The customer¿s blood glucose was unknown. Customer states they are not able to clear the alarm and rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, self test and displacement test. No the main arm cannot communicate with the motor arm alarms or unexpected blank display noted during testing. Unit functioning properly.